Event description:
The operator of an advia 1800 instrument contacted the siemens customer care center (ccc) and stated that low sodium and chloride results were obtained on patient samples. The discordant results were reported to the physician(s). The customer stated that they recalibrated the instrument and ran quality controls (qc), which were within range, and then repeated the patient samples on the same instrument. Upon repeat testing, the operator issued approximately fifty corrected reports to the physician(s). There are no reports of adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the mixer motor and stirrer. The cse calibrated the instrument and ran qc to verify that the instrument was operational. The cause of the discordant sodium and chloride results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.